Event description:
On (B)(6) 2014 the lay user/patient from (B)(6) contacted lifescan alleging a battery indicator problem with their onetouch ultra 2 meter while they were visiting the USA. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014. The patient manages their diabetes with insulin with no adjustments. The patient reported increasing their usual dose of medication to 4 units of ¿insulina glargina¿ daily. The patient reported developing symptoms of ¿weakness, dizziness and very thirsty¿ on (B)(6) 2014. The patient reported self-treating these symptoms with ¿insulin glargina¿ on (B)(6) 2014. The patient reported testing their blood glucose on another device and obtained a reading of ¿455mg/dl¿. At the time of troubleshooting the csr verified that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.